Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he had multiple incomplete, thin weird flaps and the system head was changed recently but still having issues in unknown eye during surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfiles have been requested but not provided therefore a logfile review cannot be performed. The root cause could not be identified conclusively without additional information the manufacturer internal reference number is: (B)(4).